Event description:
It was reported to resmed that an astral device displayed an error message (sf188) related to the safety assert signal test. Patient was placed on a backup ventilator. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was not returned to resmed for an evaluation. A third party service center assisted the customer with instructions to perform a hard reset of the device. The hard reset was able to resolve the issue. Resmed reference #: (B)(4).